Event description:
It was reported that this patient experienced an inappropriate shock, from their subcutaneous implantable cardioverter defibrillator (s-ICD), while pruning an apple tree, with a battery powered electric saw. A request was made to have data from this device analyzed. Data analysis identified that the device has been programmed in the secondary vector since implant. Rhythmcare confirmed myopotential noise, over-sensed by the device, resulting in an inappropriate shock, potentially triggered by use of an electric saw. (Electric saws create vibrations of potential of noise, and the positional changes in the patients' arms, while pruning the trees. It was recommended to perform additional testing in the office in the near future, including x-ray imaging. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.